Event description:
Ventricular undersensing noted on egm. 19 vt non-sustained episodes most recent on 06-aug-2020 at 23:31. Ventricular undersensing noted on egm 1142. Pwaves measure 0.4 mv and sensitivity is programmed 0.3 mv. Potential for atrial under sensing. 603892327. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).